Event description:
Information received notes that during a routine capture test, stop test was pressed after capture was lost and the message "function not available" was displayed. Programming to initial values and then evvi were unsuccessful. During the programming attempts, the patient went into convulsions which moved the telemetry wand from over the pacemaker. As designed, when the wand was removed, the device reverted to previous programmed settings.